Event description:
It was reported that the patient had a loss of therapy. The patient¿s implantable neurostimulator (ins) was no longer operating and they were planning a replacement surgery in the future. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377875, lot# v020525, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 377875, lot# v020525, implanted: (B)(6) 2007, product type: lead. (B)(4).